Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. Information was reported the patient had a revision in the spring of 2015 at jefferson hospital, but the patient does not know the healthcare provider (hcp) that did that surgery. The patient said the ins was at "another angle" and she could barely sit down, so the hcp moved the battery location up to the patient's natural waistline. The patient said towards the end of 2015 she became more active and lost weight. The patient said that since then she can see the entire outline of the battery and it's uncomfortable. It was also noted the patient was born with a tumor around her spine, and most healthcare provider (hcp) will not touch her. No further complications were reported. No additional patient symptoms were reported.